Event description:
It was reported that the patient was experiencing neck pain and went to the emergency room (ER). An imaging was completed, the physician determined that one of the patients lead had migrated and was causing discomfort. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.